Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had an alert for high out of range impedance values, where the values were greater than 3000 ohms in bipolar configuration. The patient was brought into the clinic where the system was checked back in unipolar pace/bipolar sense and the impedances looked normal. It was noted that the patient had not been feeling that well, and discussed that it could long pr interval with av search or inappropriate mode switching due to noise. The av search was turned off, and the configuration change back to unipolar pace/bipolar sense could mitigate the noise issue. The plan was to continue to monitor the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had an alert for high out of range impedance values, where the values were greater than 3000 ohms in bipolar configuration. The patient was brought into the clinic where the system was checked back in unipolar pace/bipolar sense and the impedances looked normal. It was noted that the patient had not been feeling that well, and discussed that it could long pr interval with av search or inappropriate mode switching due to noise. The av search was turned off, and the configuration change back to unipolar pace/bipolar sense could mitigate the noise issue. The plan was to continue to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had an alert for high out of range impedance values, where the values were greater than 3000 ohms in bipolar configuration. The patient was brought into the clinic where the system was checked back in unipolar pace/bipolar sense and the impedances looked normal. It was noted that the patient had not been feeling that well, and discussed that it could long pr interval with av search or inappropriate mode switching due to noise. The av search was turned off, and the configuration change back to unipolar pace/bipolar sense could mitigate the noise issue. The plan was to continue to monitor the patient. No additional adverse patient effects were reported. Additional information was received that this system was revised. The leads were both surgically capped and replaced and the device was explanted and replaced. The device was retained at the hospital, and was not expected to be returned at this time. No additional adverse patient effects were reported.